Event description:
It was reported that the patient was diagnosed with loosening of the femoral component. In 2009, a revision surgery was completed to replace the femoral, tibial and patella components.

Manufacturer narrative:
The actual device was not returned for this investigation. The tibial component was revised as a result of the femoral component loosening. No device malfunction was identified.